Manufacturer narrative:
Valve is at the pathology lab for analysis, so investigation is incomplete.

Event description:
Pulmonary hypertension due to mitral valve thrombosis, the pt was reoperated and the valve replaced by another mechanical valve. On reoperation thrombus was found within the valve. Pt recovered.